Event description:
It was reported that this patient with and implantable cardioverter defibrillator (ICD) presented to the emergency room (ER). Technical services reviewed consult and found that the right ventricular (rv) lead exhibited high out-of-range (oor) pacing impedances. Additionally, there were several stored episodes of noise, undersensing, and low amplitude in which the noise was oversensed causing inappropriate anti-tachycardia pacing (atp) and shock therapy. Subsequently, the lead was surgically abandoned and replaced and the device was explanted due to normal battery depletion. No additional adverse patient effects were reported.